Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possible occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a male patient. He was injected with radiesse, in (B)(6) 2022 (reported as last wednesday). In (B)(6) 2022 (reported as friday), after the treatment with radiesse, the patient experienced redness and bruising in the injected area, further described as a suspected possible occlusion or adverse event. As reported, it was a lot more severe. The reporter wanted to know if it was just a severe reaction and bruising versus an allergic reaction, or if they had to be concerned with vascular occlusion (as reported). The outcome of the events was unknown.